Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology needle would not retract during use. The following information was provided by the initial reporter: "could not retract needle from bd cathena. Needle would not safety, leaving needle and catheter attached together."

Event description:
It was reported that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology needle would not retract during use. The following information was provided by the initial reporter: "could not retract needle from bd cathena. Needle would not safety, leaving needle and catheter attached together."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.